Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 98% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 98% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deploy 1 endeavor resolute dug-eluting stent (2.50mm x 30mm) to treat a lesion in the lad with 98% stenosis but it could not pass the lesion. The patient is good. No clinical sequelae were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 8th proximal stent segment were raised and deformed. A number of struts on the 11th and 17th segments were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).